Manufacturer narrative:
The patient's date of birth was not provided. The patient's weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - eight months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to volume overload and possible right heart failure. The patient complained of progressive worsening of heart failure symptoms for several weeks. The patient had a history of some noncompliance with diet restrictions and this was thought to be contributory to this event. During the course of hospital stay, the patient was treated with continuous intravenous diuretics and inotropes, however, there were no improvements seen. The patient was transferred to the intensive care unit on (B)(6) 2017, placement of hemodynamic monitors, dual-inotropic therapy and aggressive diuretic therapy was used however, the patient¿s condition did not improve. The clinicians were unable to adjust the pump speed due to a dual com fault. It was deemed that the patient was not a good candidate for pump exchange. An emergency use for an approval for a procedure for a heartmate 3 dendrite induced driveline communication fault repair was requested. The procedure was performed on (B)(6) 2017, a review of the log file confirmed that a com fault a was cleared and com b fault was present. The clinicians were able to adjust the pump speed to (5700 rpm) optimize lvad support. As of (B)(6) 2017, despite all aggressive intensive support measures and the ability to adjust the pump speed, the patient continued to decline. The patient was placed on temporary right ventricular assist device for additional support. No additional information was provided.